Event description:
Boston scientific received information that an alert was detected from the patients remote monitoring device indicating that the cardiac resynchronization therapy defibrillator (crt-d) was deactivated and the mode was changed to monitor only. No additional information available. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.